Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported through remote transmission that episodes of non-sustained rv oversensing due to atrial signals were observed. When the patient presented in the operating room for a lead revision procedure, twiddler's syndrome was noted. The lead was explanted and replaced when lead repositioning was unsuccessful. The patient was stable post-procedure.

Manufacturer narrative:
(B)(4).

Event description:
New information received indicates that loss of capture was previously observed with the lead.